Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch # (B)(4). That balloon rupture and shaft break occurred. A 3.00mm x 15mm emerge¿ balloon catheter was used as a 'trapping balloon'. When the balloon was deflated and removing it from the guide catheter, balloon rupture was noted and the device came out in two pieces. It appeared that about 50cm of the distal end had been pulled from the balloon shaft. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.